Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# v855467. Product type lead, product ID 37602, serial# (B)(4), implanted: (B)(6) 2019. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s right cranial lead was replaced on (B)(6) 2020. During the intraoperative x-ray it was determined that the lead suffered a fracture just above the lead/extension connector site.

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep was contacted by the hcp and stated that the patient had a possible open circuit with impedances measuring over 12k ohms for unipolar.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3387s-40 ,lot# v855467, implanted: (B)(6) 2012, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the doctor did not indicate that they wanted the explant to be returned for analysis.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep¿s last communication with the doctor was noting they would try to reprogram the patient to see if that helped with tremor control as the therapy impedances came back ok. They hadn¿t heard anything back yet.